Event description:
It was reported that the intraocular lens (iol) had to be removed from a patient's left eye as the haptic kinked. There was no patient injury and another lens of same model and diopter was used as the replacement. Two sutures were placed and the patient is doing fine post-operation. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Unknown/ asked but not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.